Manufacturer narrative:
Patients 1 and 3 were symptomatic. No information regarding symptoms was able to be provided for patient 2. The observed discrepancy is most likely due to the sample being a weak positive for the flu a target that is at/near the limit of detection (lod) of the other assays (genexpert and alinity m) and varying assay sensitivities and specificities. This is a sample-specific issue and the reagent is performing as expected.

Manufacturer narrative:
The liat analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for three patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated a positive result for influenza a. The samples were retested on a different platform (genexpert or alinity m) which yielded a negative result for influenza a. Unknown which results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.